Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that although the programmer appeared to start up properly it would also turn off for seemingly no reason. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device shut down for seemingly no reason and it was attributed to the insulation of the radiofrequency programmer head being cut and four internal wires being severed. It was noted that the programmer shut down whenever the damaged cable was manipulated in that area. It was further noted that the programmer was unable to interrogate non-wirelessly and that it failed incoming vxi functional testing. The link electronic module printed circuit board was replaced and calibrated. Analysis also found that the system fan was noisy, the left display hatch hasp was broken and a liquid crystal display mounting screw was found loose and rattling around inside the display casing. All found defective parts were replaced and all identified issues were resolved.